Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse at clinic contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a severe reaction to sensor's pod adhesive. Dexcom technical support made several attempts but was unable to obtain further info on the pt and the event from the clinic. On (B)(6) 2011, the nurse reported not having seen the pt since his diagnostic visit on (B)(6) 2011.